Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2017 the patient dropped the patient pack while going to toilet at home. Per log files, at 01:59:31, the controller powered up indicating the double power source disconnection during the accident. The patient found ventricular assist device (vad) disconnect alarm after powering up the controller. Afterwards, the patient performed a controller exchange with the backup controller and went to the clinic for a checkup. Per log files, no controller fault and electrical fault alarms were found. There was no effect related to controller exchange or power disconnection complaint by patient or reported by vad coordinator. The patient was admitted to hospital after the clinical checkup for an unrelated medical condition.

Manufacturer narrative:
It was reported that the patient experienced a loss of power, followed up a ventricular assist device (vad) disconnect alarm once the controller powered up. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The controller triggered all alarms appropriately. In addition, the connection between the controller and a driveline was stable. The controller did not experience a loss of power during testing. A review of the event file revealed a controller power up event with no motor start on (B)(6) 2017 at 01:59:31. A vad disconnect alarm, due to a physical disconnection between the controller and driveline cable, was logged at 01:59:40, confirming the reported event. The data file revealed that the last data point was recorded at 01:46:28; battery (B)(4) was connected to power port one (1) and battery (B)(4) was connected to power port two (2) of the controller. The data point prior, at 01:31:26, revealed that the patient was connected to an ac adapter on power port one (1) and (B)(4) was connected to power port two (2). This indicates that the patient had recently exchanged power sources. No abnormalities were noted prior to the loss of power. Based on the available information, a possible root cause of the reported event can be attributed to a disconnection of both power sources. The most likely root cause of the vad disconnect can be attributed to a marginal connection or physical disconnection between the controller and driveline connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.